Manufacturer narrative:
Complaint conclusion: as reported, a 5mm angioguard embolic capture guidewire (ecgw) system was unable to open properly. There was no difficulty deploying the filter basket out of the delivery sheath; however, complete deployment of the filter basket was not confirmed under fluoroscopy. A non-cordis device was used as a replacement. There were no reported injuries to the patient. The target vessel was the internal carotid artery which was tortuous but not calcified. The product was stored and handled according to the instructions for use (IFU). No unusual conditions were noted about the device prior to use. There was no difficulty loading (docking) the filter into the delivery sheath, and no excess force was required during preparation. Sufficient space was allowed between the lesion and the filter basket to prevent interaction between devices. Both proximal and distal markers were positioned distal to the lesion being treated. No attempt was made to peel the deployment sheath. The non-sterile ¿rx/5mm basket diameter/180cm¿ ecgw system was returned inside a clear plastic bag with the deployment sheath, capture sheath, torquing device, peeling way introducer, and the ecgw system itself; all other components were not returned. The ecgw system was received inserted inside the deployment sheath, with the distal tip observed to be kinked and unraveled. The filter was correctly inserted into the distal tip of the deployment sheath, and no other abnormalities were noted. Functional testing was attempted using a lab sample 5 french catheter sheath introducer (csi); however, insertion was not possible due to the severe damage at the ecgw system¿s distal tip. The guidewire was manually advanced to deploy the filter outside of the csi. The filter deployed but did not expand as expected, attributed to saturation with blood and saline solution. The filter was then cleaned using an ultrasonic bath, and no damage to the struts or membrane was observed. The unraveled and kinked condition of the distal tip was confirmed. The reported ¿delivery system ¿ deployment difficulty¿ was not confirmed during product evaluation. The filter basket expanded as expected once residual blood and saline were removed, and no damage was noted upon inspection. However, the ¿distal tip (ecgw) ¿ unraveled/stretched¿ malfunction was observed. The root cause of this issue remains unknown, but since no unusual conditions were noted prior to use, a procedural contribution cannot be ruled out. According to the instructions for use (IFU), ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 5mm angioguard embolic capture guidewire (ecgw) system was unable to open properly. There was no difficulty deploying the filter basket out of the delivery sheath; however, complete deployment of the filter basket was not confirmed under fluoroscopy. A non-cordis device was used as a replacement. There were no reported injuries to the patient. The target vessel was the internal carotid artery which was tortuous but not calcified. The product was stored and handled according to the instructions for use (IFU). No unusual conditions were noted about the device prior to use. There was no difficulty loading (docking) the filter into the delivery sheath, and no excess force was required during preparation. Sufficient space was allowed between the lesion and the filter basket to prevent interaction between devices. Both proximal and distal markers were positioned distal to the lesion being treated. No attempt was made to peel the deployment sheath. The device will be returned for evaluation. Addendum: product evaluation revealed that the distal tip was unraveled/stretched.